Event description:
Medtronic received information that four years, four months post implant of this bioprosthetic aortic valve, the transesophogeal echocardiogram (tee) revealed moderate central regurgitation. The valve was explanted and replaced four years, six months post-implant. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Multiple attempts to obtain return of the device and additional information regarding the patient and event have been unsuccessful. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).